Event description:
A other health care professional contacted technical service to report that affinity 4 bed frame head was moving up by itself. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The baxter technician found the siderail cable needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. The technician replaced the siderail cable. Based on this information, no further actions are required at this time.